Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, exhibited a battery voltage of 2.6 v with a charge time measurement of 17.9 seconds after 55 months. Technical services (ts) noted that they were unable to predict remaining longevity and the device may trip elective replacement indicator (eri) by charge time measurements. The device was later explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.